Event description:
International affiliate reports that end of screwdriver tip broke off from the instrument. Damage occurred after implant had been correctly positioned. No delay to procedure. The tip was not removed as it was ¿cold welded¿ into the shaft of the screw. It was then covered with a rod and a set screw. Affiliate reports the surgeon decided to leave the broken tip in situ and was of the belief there was no risk to the patient.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device unavailable.